Event description:
As reported to coloplast, though not verified, the patient with this device experienced fever, general malaise, hospital stay for perineal pain, uti, mild pelvic discomfort, straining to void, urgency, discomfort, urge incontinence, nocturnal enuresis, claimant passed some type of ¿clump¿ of possibly mesh, bacterial vaginosis in urine sample, lower urinary tract infectious disease, midline cystocele, mixed urinary incontinence, mesh exposure, mesh erosion and excision of restorelle mesh on two occasions (2022 and 2023).

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.